Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Accidental drop combined with the field age is considered as the root cause of the issue. As the root cause was updated to a non use error, a report will not be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found that it exhibits signs of repeated use and has fractured to the side of the post feature. Some small fragments are missing. DHR was reviewed and no discrepancies relevant to the reported event were found. It was reported that the surgical technique was followed. This instrument had a potential field age of almost three years and had been used in an unknown number of surgeries when it broke upon falling on the floor during surgery. Potential misuse combined with the field age is considered as the root cause of the issue. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the device broke after being removed from the trial when it was dropped on the floor.